Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed multiple areas of cracking in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware opened an investigation to evaluate driveline sheath damages. Based on the investigation conducted under, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient's wife called the vad office to report that the driveline was coiled up badly and that she had applied tape to help straighten it out. Upon assessment of the patient's driveline by the site it was noted that layers of tape and possibly gauze had been applied by the patient's. A driveline sheath repair was performed. It took approximately 45 minutes to remove all the tape that had been applied to the entire driveline from exit site to the distal strain relief. Several small areas of cracking to the outer sheath were noted along the driveline. After the repair the driveline cover was easily able to slide over the repair area without issue. The patient and wife were instructed on maintenance of the driveline and repaired area. There were no reports of pump stops and no consequence to the patient. The driveline remains implanted.